Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the power cord and tightened loose connections. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the left monitor went blank on the 9900 system. No pt injury was reported.